Manufacturer narrative:
A manufacturing records review found no related nonconformance's, supporting the device met material, assembly and performance specifications prior to shipping. Subassembly inspection under microscope is done on all units after adhesive cure of the platinum tip and no anomalies were noted in the manufacturing records. The device returned for investigation and the platinum tip of the laser fiber was separated. The distal section of the glass laser fiber was intact and did not exhibit cracking or other structural damage. The distal section of the laser fiber where the platinum tip is bonded to the fiber showed adhesive residue in the intended locations. Charring due to heat was observed in the fiber jacket immediately proximal to the laser fiber tip. The separated platinum tip was covered in charred blood and the center was pinched in. The pinching damage likely occurred when the tip was retrieved from the patient. Additional investigation found the treatment was done at 10w 80 joules/cm on at least two vein segments. These settings alone are not indicative of exposure to excessive laser energy/heat. It is possible that multiple energy exposures with wiping and handling between vein segments compromised the integrity of the adhesive bond and loosened the platinum tip, allowing it to come off the laser fiber during subsequent use; however, the root cause was not able to be determined.

Manufacturer narrative:
The device returned for investigation and the platinum tip of the laser fiber was separated. The distal section of the laser fiber was intact and did not exhibit cracking or other structural damage. Charring due to heat was observed in the fiber jacket at the laser fiber tip. The separated platinum tip was covered in charred blood and the center was pinched in. Investigation is ongoing.

Event description:
During an evlt procedure, there were two trunks treated. (The tip was attached when the fiber was used for second trunk.) The consultant discovered that the platinum tip of the laser fiber was not attached after second trunk treatment. Patient was x-rayed and located the platinum tip just below the short saphenous junction. Physician proceeded to do a cut-down and remove the tip. The treatment was done at 10 watts and 80 joules per cm, nothing unusual was noticed. Consultant continued with short saphenous ablation until procedure finished. Was active for circa 130 seconds. Realized tip was not attached on removal from patient.